Manufacturer narrative:
E1:name- abbvie inc. Street 1- north waukegan road. Line 2- north chicago. City- north chicago. State- il. Zip code- 60064. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
Event occurred in (B)(6). It was reported that the patient experienced redness and pain at the injection site which was treated by antibiotics.